Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/ final report will be submitted.

Event description:
It has been reported that the guard was possibly loose, which was not safe for procedure. The event occurred during surgery. There was harm to the patient, and an additional graft was needed. There was a delay greater than 30 min. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified repairs unrelated to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.